Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer delivered a food bolus before dinner but the customer's blood glucose (bg) did not decrease as expected so the customer reported delivering an additional bolus when it was not necessary which decrease bg to 41 mg/dl. Carbohydrates was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.